Manufacturer narrative:
(B)(4). The customer reported that they did not receive an expected ECG red alarm. They received a different alarm. The patient needed to be reanimated. The patient's ECG signal was reported as very small, indicating inadequate leads placement or contact. The monitor passed all testing after this report. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they did not receive an expected ECG red alarm.